Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they received a motor error and wanted to know what it was. The customer declined to troubleshoot the motor error and also declined to provide the insulin pump's information. During the call, the customer stated that they needed their glasses as they could not see to confirm the serial number on the insulin pump, but eventually disconnected the call without providing the information. There was no indication that the issue was resolved by the customer or during the call. The insulin pump will not be returned for analysis.